Event description:
It was reported the patient experienced increased pain. X-rays showed catheter shearing and disconnection. The catheter was replaced. The hcp suspected the catheter and sheared at the interlaminar space. The drug in the pump was mso4 and bupivacaine. The patient recovered without sequela.